Event description:
It was reported to philips that the system had a problem with hard disk, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the disk bay had malfunctioned. However, the customer did not accept philips' quote to provide service to or inspect the system. No system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.